Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause for ''the monitor stayed on the standby status'' could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the lcd monitor had no image due to a printed circuit board failure. There were no reports of patient harm.